Event description:
Patient status post lcp olecranon plate and screw implantation on (B)(6) 2011 was discharged and went home. Patient was non-compliant and returned to surgeon complaining of pain. The plate and screws separated from the fracture. Resident noted the triceps tendon pulled the plate and screws off. Patient returned to operating room on (B)(6) 2011 to remove the hardware and the patient's fracture will be reduced and plated again. Surgeon noted no failure of implanted hardware. This is two of two reports for this event.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.